Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture and failure to sense. Imaging confirmed the lead was dislodged. The atrial lead was repositioned on (B)(6) 2023. The patient was stable and asymptomatic.